Manufacturer narrative:
The root cause has been established through acumed's health hazard evaluation process. Additional reporting on this event will be provided as a follow up report if alternative information becomes available.

Event description:
It was reported by the distributor that 4 drivers have broken.

Manufacturer narrative:
Correction to section b4.